Event description:
It was reported that an alarm 2 followed by alarm 26 occurred due to a blockage in the cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to disconnect the tubing from various components and deliver a bolus, resulting in informed changes to insulin therapy. The occlusion alarm recurred, prompting the customer to change supplies and resume insulin therapy. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide.